Manufacturer narrative:
Qn#(B)(4). Preliminary evaluation of the returned sample indicates swg/catheter resistance - kinked.

Event description:
The customer alleges, during an urgent laparotomy, it was not possible to insert the metal guide in the brown distal line. The guide was blocked at the level of the blue triangle of branch lines. Another catheter on the same guide was used, obtaining a perfect progression.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen catheter and a guide wire for evaluation. Visual examination of the guide wire revealed one slight bend. Visual examination of the catheter did not reveal any damage or defects. The guide wire contained one bend 295mm from the proximal end. The length and outer diameter of the guide wire were measured and were found to be within specification. The length of the catheter body was also within specification. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension lines it was able to fully pass through the catheter and out of the catheter distal tip. All three extension lines on the catheter were flushed with water and functioned as expected. No sign of blockage or interlumen crossover was observed. A device history record review was performed with no relevant findings. (Con't) other remarks: the instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. All returned components met all dimensional requirements. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer alleges, during an urgent laparotomy, it was not possible to insert the metal guide in the brown distal line. The guide was blocked at the level of the blue triangle of branch lines. Another catheter on the same guide was used, obtaining a perfect progression.